Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power could not be turned on due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to printed-circuit board failure. Additional issues were identified during the device evaluation: missing pixels due to lcd panel failure; the screen coating was peeling; and the screen frame was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that the high-definition liquid crystal display (lcd) monitor does not power up. No patient injury or procedure impact was reported.